Event description:
It was reported that bd nexiva single port leaked. The following information was provided by the initial reporter, translated from chinese to english: blood leakage from a nexiva 18g indwelling needle after puncture of the needle describe the impact on the patient, hcp, user, or others, including recovery (if applicable): second puncture, decreased departmental satisfaction.

Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Manufacturer narrative:
Investigation results: the complaint of a leak at the septum was confirmed and the cause appeared to be manufacturing related. One photograph was provided for investigation, which showed blood residue between the catheter adapter and the septum cannister, which was consistent with a leak at the septum. The appropriate manufacturing personnel were notified of this complaint. Actions are being taken to address this issue during manufacturing. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately.

Event description:
No additional information.